Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -05.00 diopter, in the patients right eye (od) on (B)(6) 2020. The lens was explanted due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter (-06.50) lens and the problem was resolved. The cause of the event was patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.